Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0267229. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the photograph provided our engineers have concluded that the observed damage to the extension tubing is the caused by misplacement of the device during packaging. This is a manual process that is subject to human error. To prevent a reoccurrence of this issue our engineers have issued a training document to the appropriate personnel.

Event description:
It was reported that 2 intima-ii y 22gax0.75in prn ec slm npvc catheters had damaged/flattened tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: "the ext. Tube was found to be damaged after taking out of the package" "flattened extension tubing."